Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient were going to a medical center to refill the pump and they got "overdosed by mistake" and they were afraid to keep going back to that medical center. Around (B)(6) 2025, the patient went to give herself a bolus and the personal therapy manager (ptm) started beeping. The patient contacted a manufacturer representative (rep) and the rep contacted the doctor and the healthcare provider (hcp) office called her the next day to go in for a refill. The patient went to the ER towards the end of (B)(6) and they refilled her pump and she kept telling them that she felt the pressure and burning and "when they do a refill you are not supposed to feel the refill and if you feel the burning that means some of it may be spilling out". The patient was sick, vomiting, shaking, burning up her head and "drugged up" for three days and could not walk to the bathroom or keep anything down. The patient then met with her regular doctor who did the refill and confirmed that the prior refill was not done correctly because the pump was empty. Per the patient, she loved her regular doctor and he only worked at that medical center and she didn't want to continue going to that medical center and needed to find a new hcp to refill the pump. The patient would rather go to a different hospital. The patient was not sure who the doctor was that did the refill. Patient services provided physician listings to the patient.